Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). This device was also subject of (B)(4) as the patient experienced adverse events on different days with the same device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had total knee replacement done on (B)(6) 2016. His total knee replacement is giving him a pain for the next couple of years and his looking to find out what are the next steps to remediate. Due to his knee locking up, he has fallen and injured. On (B)(6) 2016, the patient underwent a right knee arthroplasty to address degenerative joint disease. Depuy products were implanted with competitor cement (sticker sheet found on page 3 of attached medical records). There were no indicated intra-operative complications. On (B)(6) 2016, the patient underwent a right knee repair of torn quadricep tendon. Prior to the procedure, the patient was experiencing the following adverse symptoms: pain, instability, effusion, bruising to knee, edema, and blisters to right foot managed by wound care. No products were removed. There were no indicated intra-operative complications. Following the repair of right torn quadricep tendon on (B)(6) 2016, the patient continued to experience pain. On (B)(6) 2017, the physician aspirated 16 ml from the right knee to rule out infection. The physician indicated he did not think the fluid appeared infected. There is no evidence of revision following the right quadricep tendon repair.

Event description:
Imaging report (B)(6) 2020 reveals mild patellar tilt. Patients reports having pain and instability in the knee with some audible clicking.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.